Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer¿s mother reported via phone call that the insulin pump had pump error in the motor was detected by reading unexpected value from hall sensor and no motor movement. Customer's blood glucose level was unknown. Customer reports they were able to clear the alarm and not able to rewind the pump. The customer was advised to discontinue use of the insulin pump and to revert to the backup plan. The device will be returned for analysis.

Manufacturer narrative:
Device passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self test. Device was monitored and functioning properly. No pump error 43 alarm and no pump error 38 alarm during testing. The motor was tested outside of the device and passed. (B)(4).